Event description:
It was reported that there was a replacement of artic sun device circulation pump, drain valve and heater. There was issue during calibration due to a dysfunctional heater. In evaluating findings, it was noted that there was weak flow during functional test and there was a broken drain valve.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.